Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "no phaco power" (no code available). A nurse reports that the handpiece was switched out with another and case was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).